Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
Staff moved the lift with the reacher bar over the bed to lift the resident. As the staff began to lift the resident the reacher bar detached from the ceiling lift ring on the track from the ceiling. Lift was caught by staff and resident landed on bed. No injury to resident or staff.

Manufacturer narrative:
Upon investigation through reenactment, we believe the reacher arm falling occurred as a result of improper use of the reacher arm. We could demonstrate detachment through inadvertent and improper wrapping of the motor lift strap around the closing-latch mechanism of the reacher arm. This improper condition would prevent the latch from closing, allowing the strap to slip off the latch, permitting the reacher arm hook to detach from it's eyelet in the track. Root cause: user inattention during connection of reacher arm and lift to eyelet in the track. Corrective action: it is recommended the facilities provide continuous ongoing training. The facility has implemented a procedural change requiring, all lifts are to be removed from ceiling track after resident transfer. Each staff member was notified they must personally hook the reacher bar to the ceiling lift ring them self to ensure it is secure on the ring.